Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The reason for the post operative bone fracture reported in cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side and was implanted with exactech devices. Subsequently, the patient experienced a coracoid fracture while getting dressed, approximately 1 month after initial replacement with no medical intervention reported on medwatch report # 1038671-2025-02704. Approximately 4 months after replacement, the patient experience another scapular spine fracture reaching for ac controls in the car. As a result, the patient was prescribed a sling for 4 weeks. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 300-01-09 - eq humeral stem primary, press fit 9mm: (B)(6), 322-36-00 - 145-deg pe 36mm hum liner +0: (B)(6), 322-10-00 - humeral adapter tray, +0: (B)(6), 320-31-36 - glenosphere, 36mm: (B)(6), 320-35-01 - small glenoid plate: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.